Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient had undergone a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile breast prosthesis. Post-operatively, the patient experienced upper back pain, prolonged covid issues, development of rashes under the breasts, a broader look at the top of the chest, and bilateral breast pain with significant drooping. Furthermore, the patient has stated that they have been suffering from fibromyalgia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. A consult with a medical professional occurred but no tests, scans, or diagnosis have been provided. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2021-13621 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).